Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The product has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that when the handheld is docked in rds the screen flickers and the values were obstructed or distorted due to the flickering condition. There were no consequences or impact to patient reported.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a disconnected battery. The battery was connected and the device was able to power on; however the power charging indicator light does not flash, and the screen flickers every 5-6 seconds when unit is docked. The failure was isolated to the unit's system board which was replaced for resolution. No issues were detected with the concomitant docking station. A service history record review was performed on the suspect product was in the field for over five (5) years and no other confirmed failures related to the reported event were indicated.